Event description:
A device was returned to the manufacturer. There was no report of serious patient harm or injury. There was no report of medical intervention. Customer complaint not heating was replicated and confirmed. During the evaluation of the device, they found dust like contaminations and burn heated plate. Reportable since device issue/event has or may have caused or contributed to a death.

Manufacturer narrative:
The manufacturer received information alleging humidifier error occurred on a dreamstation 2. The device was not in use on a patient at the time of the occurrence. The dreamstation 2 device was returned to the manufacturer service center for evaluation, and the customer's complaint was confirmed. During the evaluation it was noted that the device iso port, heater plate, inlet/outlet seal, blower box, bottom enclosure and blower motor has a white dust like contamination. Possible thermal event under heater plate. Unknown dark residue on blower box in the blower wire location and on the heater plate spring. Therapy will run without humidification possible due to potential thermal event under heater plate. See CAPA 3350240 additionally, they were able to observe an error code.

Manufacturer narrative:
In this report the become awareness date has been updated.